Event description:
It was reported that during follow-up, high impedance and no sensing or pacing were observed. X-ray revealed dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.